Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
Rec'd info regarding on air bubble in the luer lock that could not be removed. Customer's blood glucose level was not impacted.